Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. Based on the reported information, there is no evidence suggested that the device was defective, but rather a procedure related event. Related mdrs for this event: 2029214-2019-00442. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that onyx embolization injection was interrupted and the microcatheter was pulled out and a leak was found on the tip of the microcatheter. Prior to the event, there was successful injection of the onyx with one marathon. Then the marathon was replaced for another one and the reported event occurred. When the microcatheter was taken out, a leak was found at 5cm from the tip of the microcatheter. The distal tip had ruptured, but still intact. The patient was undergoing onyx embolization treatment of an arteriovenous malformation (avm) in vasculature that was moderate in tortuosity. There were no reports of patient injury in association with this event.